Event description:
Customer's iud was dislodged while using the cup. The customer's doctor discouraged her from continuing to use her cup. Saalt followed up with additional questions on 8/13/2020. The customer replied and noted she had not spoken with her medical provider prior to using a cup while also using an iud. The customer only used their saalt cup for one cycle prior to their iud being dislodged, but noted they had used other menstrual cups in the past. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."